Event description:
It was reported that the patient's left ventricular lead exhibited chronic high threshold. During an unrelated procedure, the left ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the tip measuring 69.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.